Event description:
The device was used to treat a cardiac arrest pt. Reportedly, the device wound not switch to paddles mode. Power was cycled and the reported malfuncltion recurred. A back up device was obtained and treatment was continued. The pt was not resuscitated. There was no reported association between the malfunction and pt outcome.